Event description:
A malfunction with a pump was reported as it declared a cartridge change error, and despite efforts at troubleshooting with technical support, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. Attempts to resolve the issue included removing and inspecting the cartridge, cleaning areas of the pump, and following load instructions, but these failed to resolve the problem even when tried with room temperature tap water. Technical support decided to replace the malfunctioning pump with a new one that had updated software. The customer was guided on backup insulin delivery methods and instructed on procedures to return the problematic pump, ensuring no interruption in insulin therapy.